Manufacturer narrative:
Qn # (B)(4). UDI not complete as the lot~ was not provided.

Event description:
It was reported that: "one of the extension lines got torn near the junction hub during use. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred."

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen PICC for analysis. Signs of use were observed on the returned catheter. Visual analysis revealed the proximal extension line was separated adjacent to the juncture hub. Microscopic examination revealed that the edges of the separation were smooth and uniform which is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc). The separation point of the proximal extension line appears to be slightly recessed within the juncture hub. The outer diameter of the proximal extension line measured 0.094", which is within the specification limits of 0.093"-0.097" per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured 0.059", which is within the specification limits of 0.055"-0.059" per proximal extension line extrusion product drawing. This indicates that the wall thickness measured within specifications. A manual tug test confirmed the distal and medial extension lines were secure within their respective luer hubs. R & d was contacted as a part of this complaint investigation. They stated stretching of the extension line prior to being cut close to the juncture hub could result in the extension line to be slightly recessed within the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a separated extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that the proximal extension line was separated adjacent to the juncture hub. The appearance of the separation is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.). Despite this, the catheter passed all relevant dimensional requirements, and a device history record review performed on a potential lot from sales history revealed no relevant findings to suggest a manufacturing related issue. Therefore, based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "one of the extension lines got torn near the junction hub during use. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred."